Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's plunger clamp was not working properly. The event occurred before infusion. There was unknown physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top case chipped in both front corners, right plunger case cracked, plunger lever not snapping back down, battery door broken, and battery missing. The event history log confirmed ¿check syringe plunger sensor¿ occurred. Functional testing was able to replicate the reported issue; the plunger levers were not snapping back into place. The right plunger case, left plunger case, plunger cam, plunger float, push block, and right and left timing plates were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.